Manufacturer narrative:
(B)(4). Batch # t5ax7t. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3. In addition, one tr45w reload was received. The reload (c) was received partially fired 2/3 and with the reload lockout spring normal. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Reload c: 6r45b, t5ag27 partially fired 2/3, lockout normal. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month was not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, when firing the stapler, the handle got stuck. The stapler did fire and staple as normal, but half away, the handle got stuck. The stapler had not cut at all during the firing. It is unknown how the procedure was completed. There was no patient consequence.